Event description:
During an aneurysm embolization procedure the physician felt that there was clot formation between the guide catheter and the subject device. A renegade- 18 microcatheter was used to finish the case. The pt had a stroke.